Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she recently had a blood glucose level of 30 mg/dl which required paramedics to be dispatched. Customer stated that she fell several times and glucagon did not raise her blood glucose level. The customer was not wearing the insulin pump at the time of the incident, but had been off for less than 48 hours. Blood glucose level at the time of the call was 240 mg/dl. The insulin pump was not replaced or returned for analysis.